Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) did not detect ventricular tachycardia episodes.the device was initially set to nominal sensitivity then recently programmed to most.